Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional to date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device image had a black ring. The event occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device image had a black ring. The event occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. The device evaluation found the dielectric strength is inadequate / leakage current is inadequate, and the protector of the video cable section was cut. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.